Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2 & a4: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the verisight catheter was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9, & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a verisight catheter was used in a therapeutic ep structural heart procedure to guide an intraprocedural implant for left atrial appendage closure. During use, when switching back from the x5-1c transthoracic probe to verisight, the image became blurry and unusable. The procedure was postponed and will be rescheduled with use of general anesthesia and tee. No patient injury reported. This product problem is being reported due to the poor image quality, resulting in a delay of procedure, potential for harm.

Manufacturer narrative:
Block b5: based on the device evaluation, this event has been determined as no longer reportable. Blocks d9 & h3: the verisight catheter was returned for evaluation. Block h3: visual inspection found no usual characteristics of the catheter. During functional testing, the catheter was connected to a laboratory epiq system and was able to be recognized. The distal end of the catheter was placed in a phantom target, which produced and maintained a uniform distribution of echo intensity with no error messages or artifacts observed. Block h6: based on the device evaluation, the reported complaint could not be confirmed as the device performed as intended. Therefore, the probable cause of the poor image experienced by the user could not be determined by the investigation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The initial MDR was reported for a poor image that the patient would be brought back for general anesthesia and tee. However, based on the device evaluation, this is no longer reportable since the catheter produced and maintained a uniform distribution of echo intensity. The catheter performed as intended; therefore, there is no potential for harm for delay of treatment with recurrence.